Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (7) years since the subject device was manufactured. The device was returned for inspection, and reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that potential cause is subject device was returned to olympus without conducting/completing reprocessing at the facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited clogging of channel tube; foreign objects came out of distal end. Endoscopy accessories came out from the channel tube. It was not possible to identify when the foreign material had been attached to the subject device. There were no reports of patient involvement.